Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 199 mg/dl after changing ou the cartridge and infusion set. The customer took a 2 unit injection via a syringe. During troubleshooting with tandem technical support, the luer lock connection was noted to be loose and the customer smelled insulin. The customer was able to tighten the connection and bg level lowered to 145 mg/dl during the call.

Manufacturer narrative:
.